Event description:
The manufacturer received information alleging a 'ventilator service required' alarm occurred when the power was turned on during an operational check at a sales office. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code indicating that the battery does not charge due to occurrence of a failure in the device. The system board mounting the power control circuit was replaced to address the issue.